Event description:
I have the essure implant. Since the procedure, I have had severe bleeding during and in between periods. Extreme back pain, especially during my period. Had test done at the hospital but couldn't find anything different other than essure. Doctors told me I just have to live with it as they may be side effects. The whole experienced has stressed me out to the point I have extreme hair loss known as alopecia due to my stress. Because of this I now am going bald, bleed continuously and have back and pelvic pain.